Event description:
As reported by the user facility: "I believe this pump did under infuse the insulin. The line was changed at 11:30 pm on (B)(6). The insulin was hung at the same time. The vrtbi was changed to 85ml. The pump shows over the next 6 hours to deliver approximately 80 ml/hr., our epic records show that the pump adjustments by staff were correct. The patients levels indicate the insulin wasn't being received". Reference MFR # 9610825-2014-00198.